Manufacturer narrative:
Device received with all operating currents within specification and passed functional testing including the rewind, a21 error test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test. No unexpected a21 and a17 alarm anomalies noted. No excessive no delivery/occlusion alarm noted. No motor error alarm noted. Motor passed motor test. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via call that the customer had high blood glucose level of 300 to 400 mg/dl. Customer stated that the insulin pump had motor error alarm. Insulin pump had no delivery alarm. Customer was able to clear alarm. Customer was able to complete rewind. Drive support cap was normal. Customer stated that the insulin pump had unexpected restart alarm. The insulin pump will be returned for analysis. Frn-unk, unomed unk.